Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with lead noise that looked like emi and not an actual lead issue. Physician decided to cap and replaced the lead on (B)(6) 2021. The patient was stable.